Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), mental disorder ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingo-oophorectomy - bilateral). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the mental disorder outcome was unknown. The reporter considered bladder disorder, cystitis, genital haemorrhage, mental disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted: essure insertion date provided in pif : (B)(6) 2007 patient received treatment for pain, abnormal bleeding,bladder problem, urinary problems, bladder infection, uti, vaginal infection, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received : previously reported event "injury to herself" updated to "pain", events- "abnormal bleeding,psych injury, bladder problem, urinary problems, bladder infection, uti, vaginal infection, vaginal discharge" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included migraine headache, anxiety, dysplasia, dyspareunia, endometrioma, ovarian cyst, endometriosis, menorrhagia, dysmenorrhea, asthma and vaginitis. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), mental disorder ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingo-oopherectomy - bilateral). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the mental disorder outcome was unknown. The reporter considered bladder disorder, cystitis, genital haemorrhage, mental disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted: essure insertion date provided in pif : (B)(6) 2007 patient received treatment for pain, abnormal bleeding,bladder problem, urinary problems, bladder infection, uti, vaginal infection, vaginal discharge. Trailing coils: 2 on both the sides. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2021: medical record received. Reporters information, concomitant drug, rcc and medical history were added. There was no significant change in the medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.